Manufacturer narrative:
Additional information received confirmed the event onset date (24-dec-2025) as initially reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
Ppae(arrhythmia/ major bleed/renal failure): the cause of the injury was not determined due to insufficient clinical details.

Event description:
An eighty-four year old male was treated with coronary bypass and valve surgery. An initially inserted intra-aortic balloon pump was electively escalated to an impella 5.5. During therapy, the patient suffered atrial and ventricular arrhythmias, atrial fibrillation already being pre-existent before surgery. After four days of support, bleeding was noted from the oro-pharyngeal region. Systemic anticoagulation was halted and a blood transfusion administered. On the same day, continuous renal replacement therapy was started due to a rise in creatinine. After an off-label prolonged support duration of 21 days, the patient was successfully weaned and the impella 5.5 was removed.